Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the customer provided undated image of the device does not indicate a root cause for the reported events. Based on the information provided no clinical factors were found which would have contributed to the reported events. No further risk to the patient is anticipated as a result of the additional bone hole. An analysis of the customer provided image found the suture anchor off the suture, the suture off the device, and the device on a surface. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include rotation of the suture anchor device once seated or incomplete anchor insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the suturefix ultra anchor got pulled out of the guide hole when the surgeon pulled it. The procedure was completed with a non-significant delay using a s+n back up device in a new drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).